Manufacturer narrative:
As no quality defect was reported this pr (complaint event) was be closed as a non-pqc. No external party investigation will be performed.

Event description:
Jada system was placed and the patient continued to bleed around the seal [device ineffective] the patient was clotting behind the jada device [thrombosis] case narrative: this spontaneous report originating from united states was received from a territory manager (tm) referring to a non-pregnant female patient of unknown age. The patient's medical history included c-section delivery (caesarean section), p1 g1 (parity 1 and gravida 1). The patient's concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On 03-may-2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot and expiration date were not reported) for postpartum hemorrhage. On 03-may-2024, tm stated that the patient was transferred to a higher level of care after c-section delivery (p1 g1) for postpartum hemorrhage. Patient was taken to interventional radiology, tm unsure what procedure, if any, was done. Vacuum-induced hemorrhage control system (jada system) system was placed, and the patient continued to bleed around the seal (device ineffective), which had 120 ml (milliliter) of fluid in it. Clinical manager (cm) states it was reported to her that the patient was clotting behind the vacuum-induced hemorrhage control system (jada system) device (thrombosis). Vacuum-induced hemorrhage control system (jada system) was removed because the hcp stated it was not working correctly, and a bakri was placed. Patient was admitted to ICU (intensive care unit), bleeding was controlled. Patient lost 4 l (liter) of blood and received 9 units of blood. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The outcome of thrombosis was considered as recovering/resolving. Upon internal review, the event thrombosis was determined to be medically significant. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.

Manufacturer narrative:
As no quality defect was reported this pr (complaint event) was be closed as a non-pqc. No external party investigation will be performed.

Event description:
Jada system was placed and the patient continued to bleed around the seal [device ineffective] the patient was clotting behind the jada device [thrombosis] case narrative: this spontaneous report originating from united states was received from a territory manager (tm) referring to a non-pregnant female patient of unknown age. The patient's medical history included c-section delivery (caesarean section), p1 g1 (parity 1 and gravida 1). The patient's concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot and expiration date were not reported) for postpartum hemorrhage. On (B)(6) 2024, tm stated that the patient was transferred to a higher level of care after c-section delivery (p1 g1) for postpartum hemorrhage. Patient was taken to interventional radiology, tm unsure what procedure, if any, was done. Vacuum-induced hemorrhage control system (jada system) system was placed, and the patient continued to bleed around the seal (device ineffective), which had 120 ml (milliliter) of fluid in it. Clinical manager (cm) states it was reported to her that the patient was clotting behind the vacuum-induced hemorrhage control system (jada system) device (thrombosis). Vacuum-induced hemorrhage control system (jada system) was removed because the hcp stated it was not working correctly, and a bakri was placed. Patient was admitted to ICU (intensive care unit), bleeding was controlled. Patient lost 4 l (liter) of blood and received 9 units of blood. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The outcome of thrombosis was considered as recovering/resolving. Upon internal review, the event thrombosis was determined to be medically significant. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information received on (B)(6) 2024. There was no indication of device failure (leakage of the occlusion balloon) which would cause reported event, though there was blood leakage around the seal. A pqc was filed as hcp stated it was not working correctly. Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.

Manufacturer narrative:
As no quality defect was reported this pr (complaint event) was be closed as a non-pqc. No external party investigation will be performed.

Event description:
Jada system was placed and the patient continued to bleed around the seal [device ineffective] the patient was clotting behind the jada device [thrombosis] case narrative: this spontaneous report originating from united states was received from a territory manager (tm) referring to a non-pregnant female patient of unknown age. The patient's medical history included c-section delivery (caesarean section), p1 g1 (parity 1 and gravida 1). The patient's concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On 03-may-2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intravaginal route (lot and expiration date were not reported) for postpartum hemorrhage. On 03-may-2024, tm stated that the patient was transferred to a higher level of care after c-section delivery (p1 g1) for postpartum hemorrhage. Patient was taken to interventional radiology, tm unsure what procedure, if any, was done. Vacuum-induced hemorrhage control system (jada system) system was placed, and the patient continued to bleed around the seal (device ineffective), which had 120 ml (milliliter) of fluid in it. Clinical manager (cm) states it was reported to her that the patient was clotting behind the vacuum-induced hemorrhage control system (jada system) device (thrombosis). Vacuum-induced hemorrhage control system (jada system) was removed because the hcp stated it was not working correctly, and a bakri was placed. Patient was admitted to ICU (intensive care unit), bleeding was controlled. Patient lost 4 l (liter) of blood and received 9 units of blood. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The outcome of thrombosis was considered as recovering/resolving. Upon internal review, the event thrombosis was determined to be medically significant. Upon internal review, the event device ineffective was determined to be serious due required intervention (devices). Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information received from quality clarification on 09-may-2024. There was no indication of device failure (leakage of the occlusion balloon) which would cause reported event, though there was blood leakage around the seal. A pqc was filed as hcp stated it was not working correctly. Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. This is an amended report. Updated primary reporter from other to other health professional.